Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent partial deployment and elongation occurred. The heavily calcified target lesion was located in the superficial femoral artery (sfa). Following pre-dilation, a 6 x 200 x 130 innova¿ stent was advanced over a .014 unknown guidewire and stent deployment was initiated. The stent was deployed using the thumbwheel and it became stuck and would not turn. The physician switched to the pull-grip, but was unable to deploy. The physician broke open the handle to manually deploy the stent. The stent was delivered; however, the stent elongated. There was no surgery required. There were no patient complications reported. The procedure was completed and the patient¿s status was reported as fine post procedure.